Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. P-wave oversensing was also noted. Technical services (ts) reviewed available device data and recommended in-clinic lead troubleshooting to exclude impairment. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received indicates the clinic decided not to perform commanded shock lead impedance testing and will continue to monitor at this time.